Event description:
Product inquiry: tecnis monofocal iol. Model z9002 7.5d. Length: 13.0mm optic: 6.0mm. Dear sirs; I am writing to you today to inform you of issues that I experienced with the above mentioned product. In late 2007, I was implanted with the iol listed above. On the morning after this surgery, I returned to my doctor's office for the first of several follow up visits. During these office visits, I described following problems with my vision, all of which I had not experienced prior to surgery with either eye glasses or contact lenses. Below is a detailed account of issues that I experience on a daily basis. The zeiss calculation was used to select the power of the iol. My vision is currently 0.75 under corrected even though my target was plano. I am not able to read or write a check without reading glasses. I now have 3 separate visual ranges, including a reading distance that is approximately 5 feet. I need one prescription for reading and another one to see a computer screen. My distance vision is not clear and prescriptions for contact lenses and eyeglasses make my distance vision worse. My vision has no details. Text is never clear. At times my vision is similar to looking through an oily windshield. At other times, the lens simulates the haze caused by the original cataract that was removed. Doctors that I have seen stated, the lens is not accepting correction." I have unclear distance vision which leaves me non-functional for many daily tasks. I have trouble with balance, stairs and become nauseous when trying to watch movies and tv. Indoors, I experience "white" streaks across my field of vision in a room lit by overhead incandescent or halogen bulbs. These streaks appeared at either 45 degree or 0 degree from vertical. Under multiple bulbs situations I have multiple streaks within my field of vision. This makes residential, commercial and social setting unmanageable, uncomfortable and distracting. These distortions can be blocked by shrouding my eye to prevent light from hitting the edge of the iol. Indoors, florescent lighting caused haze and the feeling of steam suspended in the air along with an extreme decrease in contrast resolution and acuity. This distortion can be blocked by shrouding my eye to prevent light from hitting the edge of the iol, or by looking through a small tube. Indoors, daylight entering a dimly light room, from 35 feet away, strikes the side of the lens and creates opacity within the lens decreasing contrast resolution and blocking the underlying image. Again, this distortion can be blocked by shrouding my eye to prevent light from hitting the edge of the iol. As a vehicle passenger, oncoming headlights appear huge, fuzzy, and contain multiple [dozens] cross hairs. I have stopped driving at night. Outdoors after dark, street lights have major cross hairs at the 11 and 5 o'clock positions. These cross hairs move if I rotate my head from shoulder to shoulder. Streaks and arches light up in front of my field of vision and blocks the objects that I should be able to see. At this light level there is no haze in front of my field of vision. Indoors, with dim lighting, in a 12" x 15" bedroom, I cannot discern the white illuminated digits of a clock radio even when it is the major source of light in the room. A white oval haze appears around the illuminated digits. Around sunset -dusk-, the lens pulls in the background colors of gray which acts to create haze, lower contrast resolution and acuity. These distortions can be blocked by shrouding my eye to prevent light from hitting the edge of the iol. This same distortion happens indoors, see next item. Indoors when walking past a light source the lens pulls the color of the light source which tints my field of vision, creates haze, and lowers my contrast resolution and acuity. These distortions can be blocked by shrouding my eye to prevent light from hitting the edge of the iol. Indoors when watching tv or looking at reflected images or daylight through blinds, my eye must be perpendicular to the image. If not perpendicular to the image, the color from the image "smears" or streaks out of the image augmenting and distorting its correct shape. During eye examinations, strong light sources emit a haze which is perforated with black dots. On a daily basis, at least once a day, I must to sit down and close my eyes in order to recover from eye strain, vertigo and nausea. All of these issues have impacted heavily on my quality of life. A westchester based eye surgeon contacted an amo sales representative who handles. I spoke personally to an individual in 2008, to describe the above issues. I also let her know that a pt of a surgeon in queens was implanted the same lens and was having the exact vision problems as the ones that I am experiencing. To date, neither this doctor nor I have been contacted with any treatment plan to resolve my current vision issues. Pat did note that if the lens was to be removed, it should be done at the 12 o'clock position. The bottom line is that my contrast sensitivity and acuity are a variable depending on where the source of light is the strongest. If my field of vision becomes unbalanced, the lens actually block the image from getting to my retina. The edge treatments which were intended to prevent edge related obscurations do not block light, but defuse light which were intended to prevent edge related obscurations do not block light, but defuse light which then illuminates the lens and cause haze, fog and glare within the optic and within my eye's field of vision. I contacted amo's customer service and requested to speak to a representative of co's engineering staff to discuss these issues and determine if one could work out an eyeglass or contact lens solution to these problems. I was told to bring these issues to the implanting physician. As I stated to the customer service person, I had already explained these issues to my doctor during my follow up visits. I was not told of the possibility of any of these side effects. Dates of use: 2007 - 2009. Diagnosis or reason for use: cataract correction.